Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l58928, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: extension. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3887-33, lot# l58928, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's lead migrated related to her job which involved frequent lifting. Her entire system was replaced on (B)(6) with an MRI compatible system. The patient had great coverage at the time of the report.

Event description:
It was reported that the patient¿s stimulation stopped working after she changed the batteries out in her patient programmer (pp). A loss of therapeutic effect was reported. The manufacturer¿s representative (rep) met with the patient and reprogrammed up and down the lead but could only create some bands of stimulation across the low back, but nothing in the legs, which was the target area for stimulation. It was noted the patient did suffer a severe shock in the past (the patient couldn¿t recall the timing of this) when plugging in an appliance in the presence of water, which caused her to burn her fingertips and she felt shocking all over her body, but the patient stated the timing of this was not related to the change in stimulation therapy. Impedances were in a normal range the day of the report (663-845 ohms noted and others were also in the normal range). The rep. Worked up and down the lead but the patient wasn¿t getting any stimulation in their legs. No falls or trauma was reported. It was reviewed the rep. Possible imaging of lead and possible revision. Two weeks later another rep. Called in reporting they had a surgical case the following day and asked about availability and compatibility of extensions. The rep. Thought the case was due to an issue with the lead or extension but had no further details about the reason for the operation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l58928, implanted: (B)(6) 1998, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3887-33, lot# l58928, implanted: (B)(6) 1998, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).